Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the unicel dxc 800 pro synchron clinical system generated a false low tbil (total bilirubin) result for 1 patient sample. The result was reported out of the lab. When the issue was noticed, the patient sample was retested and repeated result was higher. The original tbil result was <0.1mg/dl. The repeat result was 0.6mg/dl and the report was amended. The customer amended total of 4 patient reports, but the differences between the original result and the repeated result for 3 of the patients were within assay precision claim and not erroneous. There have been no reports of patient impact based upon the false low tbil result originally reported.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A bec field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument and observed noise in smart module 81 and replaced it. The fse incidentally replaced some etched cuvettes, possibly caused by misalignment of the cuvette wash wipers. Failure mode of this event was a noisy smart module 81.